Event description:
Procedure type: deep rectum resection. According to the rptr: it was not possible to open the instrument after it was fired. The instrument was cut off of the bowel and leakage occurred. A new instrument was used to close the tissue. The surgery was extended by 30 mins due to this difficulty.